Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had kinks/bends. The following information was provided by the initial reporter: nurses did report that sometimes they get false air in line alarms where the tubing is kinked at the air in line sensor. If they can't get the kink out, they just throw the set out and get a new set. No harm to patient.